Event description:
The following event was received from a voluntary medwatch report: during an ablation procedure, a pericardial effusion occurred requiring a pericardiocentesis. While attempting to go transeptal, the patient became hypotensive. An ultrasound revealed a pericardial effusion and a pericardiocentesis was performed. No details available on current patient status or any and unknown future interventions at this time. The ice catheter was the only johnson and johnson catheter placed in the patient. No mapping or ablation had started and the hospital does not want the equipment evaluated. Hospital will not release the catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
An event of pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information (d4) and 510k (g3) are not available.

Manufacturer narrative:
Corrected information: b5, g3, h2, h6.

Event description:
This report includes a corrected investigation conclusion code.